Event description:
While using the light pipe during an evaluation, smoke could be smelled and the light pipe connection was found to be melting. Several light pipes were connected until one light pipe could be used for the evaluation. There was no pt involvement.